Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the impedance anomaly was verified via the monthly trend measurements. Testing on the bench and on the automated test equipment found no anomalies. The device met all specifications. The cause of the lead impedance anomaly was not determined; however, it is suspected to be lead related. The threshold anomaly was not reproduced in the laboratory but is also believed to be lead related.

Event description:
It was reported that the system was replaced due to high impedance and high thresholds. The measurements increased after the patient fell from a roof.